Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced both high and low blood glucose level. They had a blood glucose of over 395 mg/dl. The customer¿s current blood glucose was 260 mg/dl. The customer treated high blood glucose with insulin pump. The customer stated that their blood glucose within the last few days had been between 45-400 mg/dl. Troubleshooting was performed. The product was not returned for analysis.